Event description:
This device was inadvertently reported on. The ipg met or exceeded expected longevity. There is no device malfunction.

Manufacturer narrative:
Corrected data b5: further analysis indicated the device met or exceeded longevity, therefore this is no longer a reportable event.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the ipg would not communicate with external devices, and was inoperable. As a result surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced. The patient has effective therapy post operative.